Event description:
The following information was provided by the initial reporter: when did the incident occur? During use it was reported that according to the user: when administering the medication, the liquid leaked out from the side of the piston. The user also stated that there was no proper scale marking. The device itself was discarded. Only one sample from the same batch number remains response received on:6/5/2026 no ¿ the sample was not used on the patient. No ¿ the patient was not harmed. Product number: 300296 the sample is being sent to heidelberg today. The product actually used on the patient was discarded because it was contaminated. The customer states that it came from the same box; however, the scale markings on the used product were barely visible.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.